Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report a hospitalization due to diabetic ketoacidosis. Customer's blood glucose reading is 386 mg/dl. Customer was vomiting. Customer has treated with insulin pump. The blood glucose reading at the time of the event was 507 mg/dl. Caller states that cold insulin was put inside of the reservoir. Caller advised not to use cold insulin, this will call high blood glucose. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.